Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and without the source documents or the material to perform chemical analysis, the root cause of the reported sealant misdeployment and occlusion could not be conclusively determined. Although the extracted material was assessed to be the mynx sealant, it is unknown if the material was sent to pathology to confirm its composition. Additionally, unsuccessful attempts were made to obtain addition information regarding the initial case including type of procedure, location of stick, and whether hemostasis was successfully achieved with the mynx. It was reported that the patient had a history of peripheral vascular disease (pvd). No information was provided regarding whether or not disease was present at the access site, however, of note, per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. (B) (4).

Event description:
A (B) (6) male with a history of peripheral vascular disease, acute renal failure, type 2 diabetes, hyperlipidemia and hypertension underwent a catheterization procedure in which the mynx was used (exact date of procedure and type of procedure is unknown). The patient presented to the hospital on (B) (6) 2010 with complaints of left calf pain. He subsequently underwent imaging studies with arterial ultrasound on (B) (6) 2010 with findings consistent of high grade stenosis or focal thrombosis at the popliteal. On (B) (6) 2010, he was sent to the cath lab with only partial success of a tibioperoneal thrombectomy and an incomplete thrombectomy of the anterior tibialis artery. The patient was heparinized post procedure, and on (B) (6) 2010, had a surgical left popliteal and tibial artery thrombectomy as well as repair of the popliteal dissection with patch angioplasty. During the procedure, what was described as "gelatinous debris from the closure device" was removed from the anterior tibial and tibioperoneal trunk. Post procedure, there was excellent pulsatile flow by palpation and doppler as well as palpable distal pulses. There were no complications with the procedure and the patient was discharged on (B) (6) 2010 without further complications.